Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had a systemic infection. The infection was reportedly from the patient's left ventricular assist device. Request for additional information was sent but no further information was obtained. There were no additional adverse effects reported. All available information indicated that the product remains in service.